Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("excessive vaginal bleeding"), menstruation irregular ("irregular periods") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menstruation irregular (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy on (B)(6) 2014), surgery (on (B)(6) 2014, patient underwent an ablation.) And surgery (on (B)(6) 2014, patient underwent an ablation.). Essure was removed on (B)(6) 2014. At the time of the report, the vaginal haemorrhage, menstruation irregular, genital haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on an unspecified date: hysterosalpingogram revealed essure coils were properly in place and that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("excessive vaginal bleeding"), menstruation irregular ("irregular periods"), genital haemorrhage ("unusual bleeding/ clotting"), pregnancy with contraceptive device ("unintended pregnancy") and abortion spontaneous ("unintended miscarriage") in a 39-year-old female patient who had essure (batch no. 626206) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, lumbar laminectomy, chondroplasty, cholecystectomy and caesarean section ((B)(6) 2004 (B)(6) 2002). Concurrent conditions included overweight. Concomitant products included omeprazole for acid reflux (oesophageal), alprazolam (xanax) and clonazepam for anxiety, salbutamol (albuterol) for asthma and quetiapine (seroquel) for depression. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and abdominal pain ("abdomen area pain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods") and headache ("head pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy on (B)(6) 2014), surgery (on (B)(6) 2014, patient underwent an ablation.), surgery (on (B)(6) 2014, patient underwent an ablation.) And surgery (ablation). Essure was removed in 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menstruation irregular, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, menstrual disorder, headache and abdominal pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, genital haemorrhage, headache, menstrual disorder, menstruation irregular, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she took an oral contraceptive in approximately 2009 to regulate her menstrual cycle and from approximately 2012- 2014 to prevent pregnancy. Discrepancy noted in removal dates (previously reported as (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. On an unspecified date: hysterosalpingogram revealed essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: plaintiff fact sheet received. Reporter information, other relevant history updated. Events: abdominal pain was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("excessive vaginal bleeding"), menstruation irregular ("irregular periods"), genital haemorrhage ("unusual bleeding"), pregnancy with contraceptive device ("unintended pregnancy") and abortion spontaneous ("unintended miscarriage") in a 39-year-old female patient who had essure (batch no. 626206) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3. Concurrent conditions included overweight. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and headache ("head pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy on (B)(6) 2014) and surgery (on (B)(6) 2014, patient underwent an ablation.). Essure was removed in 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menstruation irregular, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, menstrual disorder and headache outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, genital haemorrhage, headache, menstrual disorder, menstruation irregular, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she took an oral contraceptive in approximately 2009 to regulate her menstrual cycle and from approximately 2012- 2014 to prevent pregnancy. Discrepancy noted in removal dates (previously reported as on (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. On an unspecified date: hysterosalpingogram revealed essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("excessive vaginal bleeding"), menstruation irregular ("irregular periods"), genital haemorrhage ("unusual bleeding"), pregnancy with contraceptive device ("unintended pregnancy") and abortion spontaneous ("unintended miscarriage") in a 39-year-old female patient who had essure (batch no. 626206) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3. Concurrent conditions included overweight. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and headache ("head pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy on (B)(6) 2014), surgery (on (B)(6) 2014, patient underwent an ablation.) And surgery (on (B)(6) 2014, patient underwent an ablation.). Essure was removed in 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menstruation irregular, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, menstrual disorder and headache outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, genital haemorrhage, headache, menstrual disorder, menstruation irregular, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she took an oral contraceptive in approximately 2009 to regulate her menstrual cycle and from approximately 2012- 2014 to prevent pregnancy. Discrepancy noted in removal dates (previously reported as (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. On an unspecified date: hysterosalpingogram revealed essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and medical record received: the event unintended pregnancy, unintended miscarriage, head pain and device ineffective. Reporters, lot number, events outcome, concurrent condition, treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.